Event description:
The customer reported the device will not power on. Patient involvement unknown.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4). The customer evaluated the device.